Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report inconsistent readings on approximately (B)(6) 2015. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The dexcom continuous glucose monitoring system mentioned is being reported under MFR# 3004753838-2015-80325.